Event description:
(B)(4) was received reporting the following: it was reported ¿while drilling into the round window of the patients ear. The very tip of the bur came away from the sheath and fell into the patients cavity. Near miss as burr could have fallen in the patients cochlear, potentially cause harm to hearing, cochlear implant aborted or more invasive surgery required to retrieve bur fragment. The bur fragment was retrieved.¿ there was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. (B)(4). No devices have been returned for evaluation.